Event description:
Temporary pacer utilized s/p surgery for triscuspid replacement. Pacer failed to capture. Patient experienced a loss of consciousness and respiratory distress. Code called and cable & generator replaced.patient responded to intervention. Cable & generator tested and found to be functional.